Event description:
It was reported that the patient was seen in the clinic for an increase in seizures. It was not indicated what relation the increase in seizures had to the patient's vns. Attempts for additional pertinent information have been unsuccessful to date.